Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen for a follow up and noise was seen resulting in oversensing on the right atrial (ra) lead. The lead safety switch had been triggered due to low out of range pace impedance measurements in the bipolar configuration. The noise, oversensing and lead safety switch issue was historically noted one month post implant. A possible insulation issue was suspected, and the technician who noted the noise was content with the unipolar pacing switch. The patient was dependent on right atrial lead therapy and an inquiry of how to proceed was requested from boston scientific technical services (ts). The lead remains implanted. No adverse patient effects were reported. Ts discussed that the right atrial lead could be compromised based on the information provided.